Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This patient is enrolled in a clinical study, but it is unknown which clinical study. It was reported the patient stopped charging the ipg as recommended for six months as the patient felt stimulation was not needed. When the patient went to turn the ipg on after six months, it would no longer communication with external devices, and the ipg had become inoperable. To address the issue, the patient may be awaiting surgical intervention.